Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-05346. It was reported that the patient was experiencing ineffective therapy on their left side due to high impedances. As a result, the patient's lead extension and ipg were replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported issue was not confirmed. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and the returned device passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation.